Manufacturer narrative:
The suspect navlock was returned to the manufacturer for evaluation. Testing found that the inserted instruments could rotate freely when inserted into the device. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navlock tracker was jammed and removing/inserting instruments became difficult. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.